Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had flickered screen and few buttons on keypad not working was not identified during the customer call. The tech support recommended replacing the keypad assembly or lcd fault provided with part numbers or sending the device in for repair and pricing options provided to biomed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had flickering screen and few buttons on keypad not working. There was no patient involvement.